Event description:
Reporter alleged that comfort curve blood glucose test strips were labeled with an expiration date of 04/30/09. The manufacturer's batch records show the actual expiration date to be 04/30/08. Reporter alleged she obtained a 123 mg/dl result while using the expired comfort curve strips and feeling dizzy. Reporter stated she passed out, another result of 50 mg/dl was obtained on the same strips, she went home and then passed out again. Reporter stated another result of 193 mg/dl was obtained on the same strips, 911 was called and the paramedics obtained a result of 82 mg/dl before treating her with a glucose shot. Reporter stated she was taken to the hospital, more testing was done, and she was given food before being released 10 hours later. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.